Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There was a visible gap observed between the rotation knobs and the proximal end of the instrument cover tube. Visual analysis shows the shaft of the instrument has slight deflection indicating it was not rigidly affixed within the rotation knobs. Tactile feel of the instrument shaft finds there is a small degree of movement indicating some damage may have occurred at the connection point of the instrument shaft and rotation knobs. However, without destructive disassembly of the instrument it cannot be reliably determined the extent of the damage to the instrument shaft or what may have caused the damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of four photographs of the incident unit that were received from the account. Visual examination of the photos indicates the reload jaws were clamped with the knife bar advanced to the distal end. The instrument firing rod was fully advanced and the tube housing was partially separated from the rotation collar. Based on the photographic evaluation the reported condition was confirmed. However, without the device being returned for evaluation the root cause of the reported condition could not be determined. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
The customer reported that during a video-assisted thoracoscopic surgery (vats) lobectomy involving the pulmonary artery a stapler locked on the pa after tissue was stapled and transacted. The user could not open the jaws. The device appeared disconnected where shaft met handle. The user also stated the device made a weird noise at end of firing sequence and the black knobs would not pull back. The user had to wiggle back and forth to get tissue out. Inspection by the sales rep weeks after the surgery showed a completely disconnected shaft. It appears that someone pulled the closed reload off the shaft which would have caused damage; however, there was clearly an issue in surgery as well. Not sure of it is product or user error at this point. There was no patient injury. There was no blood loss over 500cc. The surgical time was delayed by more than 30 minutes. There was no patient injury or hazard. There was no user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. No device fragment fell into the patient. No device fragment was left in patient. The hospital determined to retain the device at this time and it will not be returned for further investigation. For evaluation.